Event description:
It was reported a patient presented for a complete system removal due to sepsis bacteremia in a procedure on (B)(6) 2022. Post-procedure the patient was stable.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.